Event description:
It was reported that the atrial lead had high impedance and after extraction, it was visually confirmed to be fractured. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal and proximal conductors of the lead developed a fracture due to flexing while in vivo. The inner insulation of the lead became breached due to a rupture while in vivo, the outer insulation was ruptured, and both the outer and inner insulation of the lead were observed to have blood ingression.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) 2009 (B)(6); 6935 implantable tachy lead 2012 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.